Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12947. It was reported that the right ventricular lead was found dislodged. The implantable cardioverter-defibrillator (ICD) migrated downwards and pulled the slack and lead tip. Increased pacing threshold and decreased r-wave sensing were also noted. The lead was removed and replaced. A stay-stitch was used to anchor the ICD in place. The patient was stable.